Event description:
Rptr purchased this device for treatment of leg and back pain while using it they had increased occurrence of nightmares until it was a nightly occurrence. After about 30 days they started to wake up 2-3 times a night and in the morning, with vertigo. The nightmares and vertigo ended immediately after removing the mattress pad. Rptr believes the magnetic field, set up by the magnet, interfered with the electrical impulses of the brain, while this is hardly scientific proof, rptr feels it a dangerous sign. "European health concepts" disclaimer stated that their pads are not medical devices, while their co name and claims throughout the catalogue seem to indicate they claim otherwise.

Event description:
Add'l info rec'd from MFR 11-15-02. In response to FDA's letter, please be advised that ehc effectively ceased its business operations at the end of july 2002, and no longer markets or sells any products. Moreover, and as previously communicated with the FDA in earlier correspondence, it is MFR's understanding that ehc did not purport to cure or treat any medical ailment or disease, nor to sell any medical device. Instead, its sole products offered at the time were a magnetic sleep system and seat cushion. MFR further understands that ehc had deleted any reference in any promotional materials to any medical claims for specific ailments or illnesses, so as to avoid any contention that its product was a "medical device". As a last point, they note that the reporting consumer apparently acquired the product in 2002, and returned the same to the MFR in may 2002, notwithstrading the alleged problem, MFR is not aware that the same was ever reported to ehc, and further notes that it was not reported to the FDA's office until september 11, 2002. As such, the alleged claim of "vertigo" and "nightmares" is not only somewhat belated, but a claim that has never previously been experienced by any customer or reported to the company.